Manufacturer narrative:
The biomed found that the gear rack was missing a few teeth. He replaced the gear rack to repair the lift.

Event description:
The complainant stated that the legs on the lift do not function.